Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmentectomy, while cutting the lung, the surgeon was able to press the green button but could not squeeze the handle. The device did not fire. They replaced the device. No patient injury.